Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a quality check of equipment, it was observed that the holders on the coupler device appeared to be broken off and would not hold a scope device. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information I obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrtive: investigation summary: the complaint device was sent to the supplier and evaluated. The sales rep reported the scope has a crack and the coupler had the holders (ears) appear to be broken off and can't hold a scope. Per service report, this complaint can be confirmed. During evaluation, it was found that grasping mechanism was damaged. The endoscope grasping mechanism was replaced, and the device was repaired, tested and found to be working according to specifications. The root causes of the observed failures were identified to be incorrect handling or by fall, by the manufacturer upon evaluation. A manufacturing record evaluation was performed for the finished device serial/lot number (2002ce0706), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.